Event description:
Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no pt involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during set up. A sorin service representative confirmed the problem. The touch screen was extremely damaged. A crack in the surface of the touch screen was found which was determined to be the cause of the problem. The touch screen was replaced and testing showed no further issues. No trend has been identified and not further investigation is required. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen s5 roller pump was unresponsive during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.